Manufacturer narrative:
(B)(4).

Event description:
The consumer reported via the device manufacturer's representative (rep) there was pain at the implantable neurostimulator (ins) site that started on (B)(6) 2015. The patient had increased pain. The patient had to increase frequency of oral pain medications; the stimulator had helped the patient cut back on pain medications. It was unknown what led to the event. The patient visited the ER on (B)(6) 2015 where he was given injections which helped for a few hours. Impedances were checked and within normal range on (B)(6) 2015. Reprogramming was done on (B)(6) 2015. The issue was not resolved at the time of this report. There was no surgical intervention that occurred and it is unknown if any intervention was planned. Additional information reported the cause of the pain at the ins site was unknown. The patient suspected bowel issues or strenuous activity. At first, the patient reported pain at the ins site. The patient later described the pain to be higher in the mid-back region, and at one point above the ins site. An x-ray was taken on (B)(6) 2015 and there was no sign of a compression fracture per the md. The patient was reprogrammed on (B)(6) 2015 and went home on an hd setting. The patient saw his primary care physician (pcp), and the pcp suggested the patient use a stool softener. The pain at the ins site was resolved. The patient had an appointment on (B)(6) 2015 and reported a significant decrease in pain. If additional information is received, a supplemental report will be submitted.